Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 90 mg/dl (aviva) and 170 mg/dl (emts' meter). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.